Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated a manual time change on (B)(4) 2012 from 7:51 pm to 7:51 am. The black box shows a reboot occurred on (B)(4) 2012 at 7:08pm, at which time the time and date reset to default settings. The time was then manually set to (B)(4) 2012 7:15 pm. A timekeeping accuracy test was performed, and the pump was found to be keeping time accurately. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report the pump's time setting was incorrect by twelve hours. The patient reported the pump had not lost power. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.